Manufacturer narrative:
Approximate age of device - 2 years 5 months. The device is expected to be returned for evaluation. It has not yet been received. The patient remains ongoing with the device. However, a portion of the percutaneous lead is expected to be returned for evaluation but has not yet been received. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient had a driveline infection that was unable to be resolved with antibiotic therapy. As a result a pump exchange was conducted. Only the patients pump was exchanged. Additionally, during the pump exchange, an unexpected exploratory laparotomy was performed due to a sub diaphragmatic hernia and the infected driveline communicating into the chest and the new driveline. The omentum was then pulled up covering the new vad and driveline to isolate the infected driveline track.

Manufacturer narrative:
Manufacturers aware date was inadvertently omitted from previous report. The correct date was aug 31, 2018. Correction regarding the implant date.

Event description:
Correction: the patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015.

Manufacturer narrative:
A specific cause for the patient¿s driveline infection could not conclusively be determined through this evaluation. The hmii lvas IFU lists driveline infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU, as well as the hmii lvas patient handbook, also provide information regarding how to prevent infection and how to care for the driveline exit site. No further information was provided. The manufacturer is closing the file on this event.